Manufacturer narrative:
The device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported that during preparation before use, an error e248 malfunction occurred when the user turned the power on the electrosurgical generator. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
Corrected fields: g2 (health professional should not be selected on the initial) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the root cause could not be conclusively determined as the reported error was not reproduced even after long term testing. Although the error was not duplicated, it is likely the error occurred temporarily due to a defect in the generator power sensor. Olympus will continue to monitor field performance for this device.